Event description:
It was reported the procedure was to treat a lesion in the biliary tract. The 8.060mm absolute pro self expanding stent system (ses) was advanced to the target lesion and the stent deployed however the stent became caught on the sheath of the ses, making it difficult to remove the ses. Multiple attempts were made to remove the device with force and the ses was eventually pulled out; however the stent struts were damaged. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal the tip of the device inadvertently got caught on the deployed stent resulting in the reported difficult to remove. Manipulation of the compromised device in attempts to remove the device ultimately resulted in the reported stent material deformation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.